Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 28, 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began around 4:30pm on (B)(6). The patient reported obtaining a blood glucose reading of ¿over 200mg/dl¿ on the subject meter. The patient manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿shaking¿ sometime before the alleged issue began. The patient reported going to the emergency room where they were treated with IV fluids, the exact type or dose of fluids is unknown. The patient reported obtaining a blood glucose reading of 132mg/dl on an emergency medical services meter. At the time of troubleshooting the cca noted that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia while using the subject meter.